Event description:
It was reported that this implantable device (serial number unknown) was emitting beeping tones. The device was interrogated, and the estimated battery longevity showed 2 months remaining. No further information was provided. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.